Manufacturer narrative:
The field service engineer replaced the gear pump, flushed the sample/reagent probes, and adjusted fluidics. He ran performance testing with passing results. Calibration and qc were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + ss assay on a cobas e 601 module. The sample initially resulted in an hcg + ss value of 5.8 miu/ml. The questionable result was reported outside of the laboratory. The patient sample was repeated as the initial result did not match the patient's condition. The repeat result was 3986 miu/ml. This result is deemed correct. The reagent lot number and expiration date were requested but not provided.